Manufacturer narrative:
Retainer = black. Case type = ngp. Customer returned device for an alleged critical pump error (open book image) alarm with audio alarm found on (B)(6) 2022. The device powered up properly after battery installation. No critical pump error (open book image) alarm or audio alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded history and trace files using thus. A review of the downloaded history file shows on (B)(6) 2022 at 12:40 there was a pump error (file number = (B)(6), line number = 9926, variableinfo = 15) alarm and a pump error alarm that occurred. The device was cut open for visual inspection. No evidence of physical damage or moisture damage on the electronic assembly (electrical board1 and 2), motor, or the force sensor noted. The force sensor zero offset is within specification (23.8 mv). The pump error alarm was generated due to a rf chip error and the pump error 4 alarm is the consequence of pump error alarm, fault isolated to the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overly, stained keypad overlay, broken belt clip rails, and pillowing keypad overlay. Critical pump error (open book) alarm (with audio alarm) is not confirmed. Pump error alarm is confirmed due to a rf chip error, fault isolated to the hardware. Pump error alarm is confirmed due to pump error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic indicated that the customer reported that all of a sudden the screen was blinking and beeping. Customer also reported open book image. Customer reported no pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.